Manufacturer narrative:
Additional MDR associated with this event: MDR 3025141-2016-00085: screws.

Event description:
A total wrist fusion plate was implanted on (B)(6) 2014. The plate broke post operatively and was explanted on (B)(6) 2015.